Event description:
Patient was implanted approximately (B)(6) 2012 with plate, screws and cables. On an unknown date the plate was found broken with a reported date of injury as (B)(6) 2012. Patient was returned to the o.r.; hardware was removed, implanted with another plate, screw and cables. The surgery went well.

Manufacturer narrative:
Device used for treatment and not diagnosis. Implanted approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.